Manufacturer narrative:
No product will be returned per the customer. The customer's complaint of a set separation between the tubing and needle free connector was confirmed. Photos provided by the customer observed the tubing separated from the port. The root cause of this failure was not identified.

Event description:
It was reported that there was a separation between the tubing and the needle-free connector. It was also confirmed that there was no patient or user harm as a result of this event.